Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock (due to programming) for an atrially conducted arrhythmia. It was also noted that recommended replacement time (rrt) was declared six weeks prior. The patient was under hospice care. Technical services discussed the possibility of magnet application if the patient does not want therapy. Additional information was received that the patient passed away the following day. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2010 (B)(6); product ID competitor implantable tachy lead implanted 2010 (B)(6). (B)(4).